Event description:
It was reported to st jude medical that the device presented with a hardware reset message with no defibrillation support. It was recommended that the device be changed out as soon as possible. The physician will be scheduling the device for explant.